Event description:
The commercial team member reported a patient was going to have their neurostimulators explanted. Several attempts were made to contact the patient for additional information without success. The commercial team member noted the patient had some problems with overstimulation in the past and the transmitter settings were adjusted accordingly. Additionally, the patient was hospitalized for an unrelated abdominal infection and underwent surgeries for unrelated intestinal/gastric issues. After these issues, the patient stopped using their device. An explant procedure was performed on (B)(6) 2024. No further information was provided.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. Potential causes of overstimulation are programming parameters, migration, interference from a non-curonix device, patient is a poor candidate due to health, weight, age, mental capacity, severe force applied to implant (patient fall, accidents), and off-label use. Implanting the device in an off-label location, patient contraindicating conditions, and migration have been ruled out as potential causes. The stimulator is used to treat pain. The cause of overstimulation is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.